Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The system interconnect cable was replaced due to signs of wear. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800 continued to fluoro after the handswitch control was released. System was replaced with another system and the procedure was completed without further incident. There was no adverse patient involvement reported. There was no patient information reported.